Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they went into a diabetic coma. The customer's blood glucose was unknown at the time of the incident. The customer did not mention treatment or any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if auto mode was active during the incident. Troubleshooting was not completed as the call was disconnected before being able to obtain identifying information. No further information was provided. The insulin pump will not be returned for analysis.